Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 12, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with a 590cc mentor memorygel breast implant experienced left sided baker grade iii capsular contracture with rupture post procedure. The capsular contracture was diagnosed at the physician¿s office. As a result, device replacement with a new 590cc mentor memorygel breast implant was performed on (B)(6) 2021.

Manufacturer narrative:
Additional information was received on march 12, 2021. The patient is caucasian. The date of explant was clarified to be (B)(6) 2021. The mentor failure analysis lab received the device for evaluation on march 23, 2021. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).